Manufacturer narrative:
One used e2781rs spatula was received, and an evaluation of the sample confirmed an issue with the insulation. Visual inspection found the device was melted around the aspiration holes. The issue caused the device to fail hipot testing. The melting occurred as a result of arcing, which can be due to simultaneously activating the suction function and electrical current. It can also occur if the electrode is activated while retracted in the sheath. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this device cautions users not to simultaneously activate the suction/irrigation and electrosurgical current. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the shaft asp hole near handle was found melted. A new device was used to continue. There was no patient harm. During medtronic's initial evaluation of the received device, it was found that the device failed hipot testing around the melted insulation.